Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2006. A revision procedure has been scheduled due to loosening of the tibial component.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2014 due to a loosened tibial component. The femoral stem and tibial component were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14. Loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity."